Manufacturer narrative:
Internal complaint reference: case-(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, one (1) real intelligence robotic drill does not spin despite passing calibration and bur testing and advancing in and out of the control guard. This robotic drill failed in the case, but passed kpc tests without the bur or motor spinning. The procedure was resumed after a significant delay using a smith and nephew backup device, and no injuries were reported as a result.

Manufacturer narrative:
The real intelligence robotic cori drill rob10013, (B)(6), was used for surgery, and was returned for a evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported issue was confirmed. A kpc test was performed, and it was noticed that the drill does not spin the bur. The handpiece was disassembled, and it was discovered that the extension shaft is cracked apart into two pieces. The locking pin was still in place. Drill motor and extension shaft were replaced with known good parts. The installed exposure was found to be responsive and fully functional. A kpc and a tka test case were performed and passed. The most likely cause for this event will be the cracked extension shaft which prevents the bur from spinning. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.